Event description:
It was reported a patient presented with a hematoma. The hematoma was evacuated in a procedure on (B)(6) 2023 in which the same pacemaker was returned to the pocket after flushing. No changes were made to the device. The patient was stable.